Event description:
The customer reported the device has a system failure/equipment failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.